Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch ultralink read inaccurately low. This complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient stated that the alleged inaccuracy began "over a month" (date/time not provided) prior to contacting lifescan. The patient stated that he obtained readings of "90 and 50 mg/dl" with the subject meter compared to feelings/normal results. The patient manages his diabetes with an insulin pump. The patient stated that he took more food/drink after each alleged inaccurate reading (dates/times not provided but were over the last month) obtained from the subject meter in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "spacey, tired, slow and irritable" at unknown dates/times before to the alleged inaccurate readings were obtained from the subject meter. These symptoms prompted the patient to test his blood glucose. The patient denied having received any treatment. At the time of troubleshooting during the original call, the customer support representative (csr) noted that the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique, the test strip vial was not cracked or broken and the test strips had not expired or been open for longer than the discard date. The patient did not have control solution and was not able to perform any walk-through troubleshooting during the call. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject device caused or contributed to a serious injury. The patient's reported symptoms of "spacey, tired, slow and irritable" do not meet lifescan's criteria for a serious injury. The patient did not receive treatment as a result of the alleged issue. The alleged product issue was not resolved during troubleshooting.